Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 5-4mm amplatzer duct occluder ii was selected for implant using a 5f non-abbott sheath. During implant, while deploying, the occluder deformed into a cobra shape and was retracted. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed device was never released from the delivery cable. Ultimately, no device was implanted at this time. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.